Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet experienced hyperglycemia with a fingerstick blood glucose of 432 mg/dl and a concurrently expired dexcom g6 sensor; after replacing the 23-inch infusion set earlier that day per prior guidance, the agent advised observation once the cgm warm-up completed, and a subsequent check showed blood glucose decreased to 330 mg/dl, suggesting insulin delivery. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no device malfunction could be confirmed and the root cause remained undetermined due to discarded infusion set and expired cgm confounder, while subsequent glucose decline indicated insulin delivery was occurring. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.